Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient came for an office visit due to back pain and pain in gluteal area radiating to left posterior thigh, right posterior thigh, left calf and right calf. Assessment: post laminectomy, lumbar. Lumbosacral radiculitis. Pain- low back. (B)(6) 2011: the patient went for an office visit for follow up of new CT and MRI. The patient complains of burning pain in his inguinal region, midline of his spine and his lower back. He complains of weakness in his left lower extremity and numbness in his left lower extremity from the mid-thigh down. Patient 's MRI show chronic anterior wedging of t12, as well as multiple levels from t11 through s1 loss of disk hydration with disk bulge flattening, the anterior thecal sac, and minimal narrowing of the neural foramen bilaterally. (B)(6) 2011 the patient came for an office visit due to back pain and pain in gluteal area radiating to left posterior thigh, left anterior thigh and left calf. Assessment: post laminectomy, lumbar. Lumbosacral radiculitis. Pain- low back. (B)(6)2012, (B)(6) 2012, (B)(6) 2012 the patient came for an office visit due to back pain and pain in gluteal area radiating to left posterior thigh and left calf. Assessment: post laminectomy, lumbar. Lumbosacral radiculitis. Pain- low back. On (B)(6) 2010 the patient presented with back pain. Assessment: post laminectomy syndrome of lumbar region. Low back pain. Lumbar degenerative disc disease. On (B)(6) 2012: the patient went for an office visit. Per the medical records. The CT of the lumbar spine shows scoliosis, degenerative changes throughout with arthritis, facet hypertrophy. MRI reveals chronic anterior wedging of t12, loss of disk height and hydration throughout with facet arthropathy and some compression of bilateral l5 nerve roots, more severe on the right. He also has posterolateral disk herniation at l5-s1 level, disk bulge combined with facet arthropathy at the l4-5 level. Impression: patient with significant low back pain that radiates down both lower extremities with muscle atrophy and weakness on the left side. Symptoms of radicular findings. Patient has facet arthropy and facet mediated pain according to the image. On (B)(6) 2012: patient presented with moderate severe back pain. The problem was fluctuating and location of pain was lower back and gluteal area. There was radiation of pain to the left posterior thigh and left calf. Patient described pain as an ache, soreness and deep. Assessment: postlaminectomy syndrome of lumbar region; lumbar radiculitis; low back pain. On (B)(6) 2012: the patient went for an office visit due to pain in his legs, weakness in his left quadriceps. MRI suggests lateral recess stenosis and loss of disk height. CT scan showed a scoliosis. Impression: patient's continued leg pain may be related to nerve damage. On (B)(6) 2012: patient reported back pain which radiates to legs and hips. Pain started after a severe fall during work. MRI of spine showed multilevel disc bulgings, herniations and significant stenosis at l5-s1.the patient underwent MRI of bilateral hips. Impression: no focal bony abnormality. The patient underwent x-ray of both hips. There is a small osteophyte off the tip of the left hip greater trochanter. Assessment: the patient has left hip trochanteric bursitis. Patient injured his back during firefighting duties with severe fall to his lower back and since then he had persistent back pain, now radiating into his legs and hips from time to time. Patient underwent bilateral hips x-ray. Interpretation: x-rays of both hips were unremarkable. Cortices are nice and thick. Joint spaces are well maintained. There is a small osteophyte off the tip of the left hip greater trochanter. Pelvic ring is intact. On (B)(6) 2012: patient presented for follow up of his back and hip condition. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the left posterior thighand calf. Symptoms aggravated by walking and physical activity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient presented for an office visit with chief complaint of lower back pain with left quad weakness and acute marked left leg pain. Patient reported that the pain worsens with prolonged walking, and was radiating to the left leg. The pain got aggravated by bending, sitting, standing and walking. He also reported some numbness, tingling and weakness in the left leg. Patient also underwent radiographic study of the lumbar spine, which revealed severe degenerative disc disease and degenerative joint disease with l3-4 lateral listhesis. On (B)(6) 2009: patient underwent MRI of the lumbar spine. T1w sagittal images along with t2w sagittal images and t1w images were obtained. The findings revealed presence of moderate lumber scoliosis. Impression: moderate-sized central and left posterolateral disc herniation at l5-s1 with moderate ventral effacement of the thecal sac; moderate-sized central disc herniation at t12-l1; left posterolateral and left lateral disc herniation at l4-5 with moderate narrowing of the left lateral neural foramen; moderate-sized left posterolateral and left lateral disc herniation at l3-4 with moderate narrowing of the left lateral neural foramen; small central disc herniation t l2-3. On (B)(6) 2010: the patient presented for an office visit with complaint of sharp shooting pain in left leg and immediately went numb. Impression: status post lumbar diskectomy and foraminotomy with residual pain and radiating symptoms including left lower extremity weakness with atrophy. On (B)(6) 2010: patient underwent radiographic study of the lumbar spine (ap, lateral, flexion and extension views). Impression: lumbar spondylosis with changes worst in the lower lumbar spine with s- shaped scoliosis. No acute osseous abnormality; facet hypertrophy worst in the lower lumbar spine. On (B)(6) 2010: patient also underwent MRI scan of the lumbar spine with and without contrast. Correlation was made to the x-ray views of the same day. The findings revealed scoliotic curvature of the lumbar spine with convexity towards the right. No compression fracture was noted. There was loss of hydration of disc at multiple levels with loss of intervertebral disc space height at l1-2 and l5-s1. On (B)(6) 2010: the patient presented for pain consultation with chief complaint of low back and bilateral lower extremity pain. He stated that his pain extended down to the posterior aspect of his legs into his ankles. He had numbness along the anterior thigh on his right side. He used a cane for ambulation. The patient underwent cervical, lumbar and neuro exam. On (B)(6) 2010: the patient was diagnosed with lumbar radiculopathy and underwent left l3/l4 transforaminal selective nerve root injection under fluoroscopy. Prior to the procedure, an EKG rhythm strip revealed normal sinus rhythm. On (B)(6) 2010: the patient presented for an office visit with complaints of constant back pain. Location of pain was lower back and gluteal area. The patient described the pain as anache, sharp, stabbing and burning. On (B)(6) 2010: the patient was diagnosed with lumbar radiculopathy and underwent left l4/l5 transforaminal selective nerve root injection under fluoroscopy. On (B)(6) 2010: the patient presented for an office visit with complaints of worsening back pain. There was radiation of back pain to the left anterior thigh, left ankle, right anterior thigh and left calf. On (B)(6) 2010: the patient presented for an office visit with complaints of constant back pain. Location of pain was lower back and gluteal area. The patient described the pain as an ache and shooting. There was radiation of back pain to the left anterior thigh, left ankle, right anterior thigh and numbness in left leg. The patient reported an unchanged pain pattern with fluctuating intensity. Medication was refilled. On (B)(6) 2010: the patient presented for an office visit with questions regarding any possible surgery as he still suffered from pain and weakness in lower extremities and back. On (B)(6) 2010; (B)(6) 2010: the patient presented for an office visit with complaints of constant and fluctuating back pain. The patient underwent physical examination and lumbar spine evaluation. On (B)(6) 2010: the patient presented for an office visit with complaints of constant and fluctuating back pain. The patient underwent physical examination and lumbar spine evaluation. Patient stated that he was having erectile dysfunction since he had been on pain meds for about a year. On (B)(6) 2010: the patient presented for an office visit with complaints of constant and fluctuating back pain. Patient stated that he was having poor sleep pattern. On (B)(6) 2011: the patient presented for an office visit with complaints of constant and fluctuating back pain. Severity level was moderate-severe. Symptoms got aggravated by physical activity. The patient reported an unchanged pain pattern with fluctuating intensity. The patient underwent physical examination and lumbar spine evaluation, which revealed tenderness in lumbar region, left quad atrophy and decreased range of motion. On (B)(6) 2011: the patient presented for an office visit with complaints of constant and fluctuating back pain. Patient was placed on cymbalta in regard to depression. On (B)(6) 2011: the patient presented for an office visit with complaints of constant and fluctuating back pain. Patient was unable to take cymbalta and was considering back surgery. On (B)(6) 2011: patient underwent CT of the lumbar spine without contrast. The findings revealed thoracolumbar levoscoliosis with mid lumbar dextorortoscoliosis. There was right lateral listhesis of l2 with respect to l1 and of l3 with respect to l4 estimated at approximately 5mm at l3-l4 level. Degenerative change was also noted in the left hip joint. Sagittal scout image demonstrated chronic anterior wedging of t12. On (B)(6) 2011: patient also underwent MRI of the lumbar spine with and without contrast. Coronal images demonstrated thoracolumbar levo scoliosis and lower lumbar dextorortoscoliosis. It was alsso revealed that there was chronic anterior wedging of t12 with retropulsion of inferior and superior endplates., and loss of disc height and hydration.

Event description:
It was reported that the patient underwent a posterior lumbar fusion procedure at l5-s1 using rhbmp-2/acs on (B)(6) 2011. Patient 's post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve compression at the implant site from the (B)(6) 2008 surgery. As a result, patient is required to undergo a revision surgery to attempt to remove the bmp-induced bone overgrowth. Patient now suffers from injuries including bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.